Event description:
This is 1 of two reports for this event.

Event description:
During the implant procedure of the spinal construct of t10-pelvis, an approximately 4mm screwdriver shaft tip broke off and remained inserted inside the implanted screw head at l5. Subsequently, the screw and broken screwdriver tip was explanted and a new replacement screw implant and replacement screwdriver was used. No fragments of the broken screwdriver were reported in the operative site.

Manufacturer narrative:
Device used for treatment and not diagnosis. The (B)(4) driver has a broken tip and is twisted in a way that corresponds to the clockwise rotation of insertion. The loading which occurred while using this driver exceeded the torsional strength of the driver tip. It is possible that this instrument was used in very hard bone without adequate hole preparation using the awl; it is not known how much force was used to insert this screw. The design risk assessment was reviewed and was found to be adequate for the intended use.

Manufacturer narrative:
This device is used for treatment not diagnosis. Investigation is ongoing. Subject device has been received and is currently in the evaluation process. No conclusion can be drawn. Device history records showed that no complaint related issues were found.